Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level, nausea, and leg pain. A specific bg value was not provided. Reportedly, the cause for the reported issue was due to expired insulin. A manual insulin injection was administered, and a correction bolus was delivered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.